Event description:
Patient was taken to surgery with a renal mass confirmed by MRI. Surgeon planned to do a laparoscopic partial nephrectomy with possible radical nephrectomy. During the procedure, the upper pole of the kidney was identified and surgeon obtained a laparoscopic transducer probe which was attached to a hawk 2102 ultrasound unit. It malfunctioned and would not work. A second probe was unavailable. Surgeon relied on visual inspection and attempted to free the upper pole. CT had shown the mass was close to the hilum. A segmental artery was injured during dissection and bleeding was controlled. Surgeon could not identify the renal mass because it was intraparenchymal and ultrasound was unavailable. Surgeon decided to perform a right radical nephrectomy. This was successfully completed without complication. Path report confirmed a 2.5 cm renal cell carcinoma. Postoperatively, the patient had rapid return of bowel function, good pain control, and voiding well. He was discharged on postop day 2.manufacturer is investigating the cause of the probe malfunction. During investigation at the hospital, biotech tested the hawk 2102 ultrasound unit with the replacement probe which which was subsequently received from b&k and it functioned as expected; thus the ultrasound unit was ruled out as the cause of the malfunction. Biotech inspected the malfunctioning probe and identified that it has a leak, allowing moisture into the electronic parts. This probe was autoclaved at the hospital prior to this occurrence. B&k replaced the malfunctioning probe with a model 8666 probe.